Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was assisted with clearing their alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, previous motor errors have occurred within the past month. The customer was also unable to complete the rewind process. The pump was eligible for replacement but has not been returned or replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracks at the display window corner, a cracked reservoir tube lip and cracked battery tube threads.